Event description:
Customer called to report that the coulter lh750 hematology analyzer was leaking diluted blood on the right side of the instrument. Customer stated that approximately one half of a pint of diluted blood leaked onto the countertop. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found a crack in the tubing boot (bell-shaped rubber fitting at the end of the tubing) for the quench at the differential (diff) mixing chamber. The fse determined that the fluid was leaking from the diff mixing chamber. The fse replaced the tubing and cleaned the area with bleach. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause for the leak is attributed to a crack in the tubing boot for the quench at the diff mixing chamber.

Manufacturer narrative:
(B)(4).